Event description:
I am a long-time, hypo-aware diabetic and user of cgm devices. I was forced to switch from the freestyle libre 2 to the libre 3 because I was told the libre 2 was being phased out and would soon no longer be available. Since switching, I have been extremely frustrated and distressed by one major issue: the urgent low glucose alarm on the libre 3 cannot be silenced, snoozed, or even adjusted in volume or tone. This design change has had serious, disruptive consequences on my daily life: when my glucose drops below the urgent threshold, I am fully aware and already treating it. The alarm going off at full volume doesn't help -- it actually interferes with my ability to function. It goes off during phone calls, work meetings, and while I'm trying to eat -- which makes it harder, not easier, to recover from a low. It wakes me unnecessarily at night, even when I'm already correcting the low and just need to rest. Worst of all, the jarring alarm frightens and confuses my trained diabetic alert dog, who is already detecting my lows accurately. The noise causes him visible anxiety, which disrupts his ability to do his job and support me. With the libre 2, I had the ability to scan the sensor and silence the alarm quickly. That option is now gone, and I have no control over how or when the alarm sounds -- even when it's not needed. This makes me feel stripped of autonomy and punished for being proactive in my care. I'm asking the FDA to reconsider the design requirements that have made this alarm mandatory, unchangeable, and unmanageable. Adults who are hypo-aware and actively treating their condition should be allowed to snooze, silence, or at least adjust the tone or volume of urgent low alerts -- especially when they already know and are responding. Right now, this alarm is doing more harm than good.